Event description:
It was reported that this implantable lead was repaired with medical adhesive to restore lead integrity, which is considered off label use. This lead remains in service. No additional adverse patient effects were reported.